Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited abnormal telemetry. The right ventricular (rv) lead exhibited t-wave oversensing (twos) and spikes in pacing. The right atrial (ra) lead exhibited undersensing. The ipg, ra and rv lead all remain in use. No patient complications have been reported as a result of this event.